Manufacturer narrative:
(B)(4). (B)(6). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Two of the ten complaint catheter mounts have been returned to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). (B)(6). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Narrative: method: two of the ten complaint rt021 devices were returned to fisher & paykel healthcare for evaluation. The catheter mounts were visually inspected for abnormalities. Results: although the complainant had reported that the seals on the end of the catheter mounts were not fully perforated, the returned devices were found to have no seals at all. A lot check revealed no other complaints of this nature for lot number 101020. Conclusion: the customer reported that the seals were not perforated, not that the seals were not present. Without the return of the seals, we were unable to confirm whether or not they were properly perforated. We were unable to determine why the seals were missing from the catheter mounts. All rt021 catheter mounts are pressure tested prior to packing. If the seals had been missing, then the devices would have failed pressure testing.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the suction holes on ten rt021 catheter mounts were not fully perforated. The reported fault was found by the hospital prior to patient use of the catheter mounts.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the suction holes on ten rt021 catheter mounts were not fully perforated. The reported fault was found by the hospital prior to patient use of the catheter mounts.